Event description:
A female with history of coronary disease, hypertension, and emphysema underwent percutaneous coronary intervention (pci) in 2008. The pci was performed through a 6 french terumo sheath placed in the left common femoral artery (cfa), just below the center of the femoral head. The lumen of the vessel was approx 6mm in diameter with pvd noted distal to the sheath insertion site. Peri-procedural heparin and integrilin were administered. At the conclusion of the pci, and act level was 275 seconds and the blood pressure was 144/76. The trained physician then prepped a mynx vascular closure device for delivery to achieve left cfa hemostasis. The device was deployed, however, hemostasis was not immediately achieved and a hematoma developed distal and medial to the access site. The pt was converted to 25 minutes of manual compression and hemostasis was ultimately successful. The pt was discharged the following day in stable condition. Discharge instructions included daily aspirin therapy (325 mg) and plavix (75 mg). Seven days post catheterization, the pt returned due to left groin pain and bruising. Doppler ultrasound detected a 2.2 cm pseudoaneurysm (psa) with thrombus present in the adjacent vein. No changes to the psa were seen after 15 minutes of doppler guided compression and the pt was sent home without treatment. Eleven days post procedure, the pt presented to the ER with sudden onset of dyspnea accompanied by swelling and tenderness in the left calf and thigh. A CT scan revealed the pt had bilateral pulmonary embolism in both pulmonary arteries. Bilateral venous doppler ultrasound was performed finding normal flow in the right leg, and deep vein thrombosis (dvt) in the left popliteal and peroneal veins. Also of note was a left groin hematoma not requiring treatment. The pt was successfully treated for the emboli and dvt with heparin, and then switched to lovenox and coumadin for continued medical management. Additional ultrasound guided compression was planned for the psa. The pt was discharged in stable condition, with good pulses. No further clinical sequelae were reported.

Manufacturer narrative:
The mynx device has not been studied in pts receiving gpiib/iiia platelet inhibitors. Administration of these agents during the pci may have contributed or resulted in the need for additional manual compression, however, hemostasis was achieved and the pt was discharged in stable condition. Pseudoaneurysm, dvt and hematoma are known possible complications following catheterization procedures regardless of the method for achieving hemostasis.